Event description:
Customer reported a button error alarm on his insulin pump. His blood glucose is 74 mg/dl. Customer said he is in the process of getting an upgrade and needs to send blood work. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.